Event description:
Per customer, when valve implanted, it was noticed that valve wasn't pumping/functioning as it should, so valve explanted at implant. No further information provided.

Manufacturer narrative:
Device not returned.